Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures but was noted during review of the device history. Further testing found the device did not pass the sdram test which may have caused the whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center a white screen error was noted.